Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level and insulin pump received an unexpected power loss alarm. Customer¿s blood glucose was 453 mg/dl at the time of incident. The customer did not experience any symptoms such as a result of high blood glucose. The customer¿s blood glucose level was unknown. The customer did not receive a low battery alert prior to the replace battery now alarm. The customer was also advised they may continue to wear pump until replacement arrives. The insulin pump will be returned for analysis.